Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, when the farawave catheter was introduced to the sheath and the physician aspirated, we have seen much more air bubbles as usual. Seems that the hemostatic valve of the sheath was damaged from the beginning. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that the valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, when the farawave catheter was introduced to the sheath and the physician aspirated, there was much more air bubbles as usual. The physician noted that it seemed like that the hemostatic valve of the sheath was damaged from the beginning. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned.